Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from customer biomed reporting the unit stopped operations with error code 100a (da pcba analog to digital converter reference failed) on a v60 ventilator. The device was in clinical use. There was no report of harm because of the issue. A philips authorized service provider (asp) evaluated the device and determined a part replacement was necessary for resolution. The asp replaced the ribbon cable (rp-cable,da to mc pcba, 2nd gen, v60). The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16852.